Event description:
It was reported that during a vertebral artery (va) aneurysm case, subject balloon catheter was used. The contrast agent was not released, and the subject balloon of the subject balloon catheter could not be deflated during the procedure. The subject device was removed with the balloon dilated within the guiding catheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event/product problem - corrected ¿ no product problem. H1 type of reportable event - corrected - no malfunction. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject balloon catheter was returned, and procedural fluid/blood was seen inside of the subject balloon. There were no other anomalies noted. Functional testing revealed that the subject balloon catheter was flushed, and a demo guidewire was passed through the device without difficulties. The subject balloon was inflated and deflated without issues. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It is most likely that anatomical or procedural factors encountered during the procedure contributed to the reported event. No anomalies were observed with the subject balloon catheter during analysis. The subject balloon inflated and deflated as intended during functional testing. Based on the investigation, the reported event balloon difficult/unable to deflate during use was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a vertebral artery (va) aneurysm case, subject balloon catheter was used. The contrast agent was not released, and the subject balloon of the subject balloon catheter could not be deflated during the procedure. The subject device was removed with the balloon dilated within the guiding catheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.